Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device tower door 1 failed, did not recover and failed to open. A field service engineer (fse) greased all latches in the tower and tightened the connections to resolve the issue. The fse then tested the unit successfully in the hardware test application (hta) and confirmed that the technician was able to recover and open all doors. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 1 had failed and a hardware failure message was displayed. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.